Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a detached sensor wire stuck in the skin which occurred 4 days the sensor had been inserted in the arm. The patient reported that upon removing the sensor, he noticed that the sensor wire was missing and felt that it was in his skin. The insertion site after he removed the sensor was reddish, had pimples/bumps, and he felt pain. The patient did not attempt to remove the sensor wire and had not taken any medication. The patient had not called a doctor or visited a medical facility. The patient noted he would be monitoring the area and would visit a doctor/medical facility for assistance and diagnostic tests if needed. At the time of the call, the patient said he still felt pain in the insertion site. On (B)(6) 2026, the patient visited a doctor. The area showed infection and the patient was prescribed an oral antibiotic (the patient was unable to provide the name, dosage, and duration). Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.